Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Initial MDR submitted was a duplicate report. Please disregard this MDR and reference mfg report no 3013756811-2026-53066.